Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer had dry mouth and a headache from high blood glucose. Troubleshooting found the drive support cap appeared to be normal. . It was also found the customer would use cold insulin. The customer was advised against this. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.